Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: undetermined. Rationale: no batch#/sample available. No further investigation required.

Event description:
It was reported that unspecified bd¿ needle did not fit properly in the syringe and caused leakage. This occurred on 2 occasions during use. The following information was provided by the initial reporter: material no.: unknown batch no.: unknown. It was reported that the needle did not fit properly into the syringe causing insulin to leak out where the syringe and cartridge screw together. Pr 3 of 4: this pr is for needle issue on "instances in the past month". Description of issue: customer reported 3 instances in the past month where the needle did not fit properly into the syringe. Customer tried to inject insulin into the cartridge but the insulin came out where the syringe and cartridge are supposed to screw together. Customer reported the needle and syringe were screwed in tightly. Number of occurrences: 3. Did the customer insert the needle into the cartridge and encounter fill resistance? No. Proceed to step 4. Item number:customer unable to provide. Product lot number: customer unable to provide. For bd product only, are samples available for investigation? No. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No. Resolution: cts to send replacement cartridges to replace the needles/syringes. Customer satisfied. Note: product category = needle/syringe issue.